Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned products noted that the top of the obturators were disengaged. The trocar balloons, dissector balloons and lock collars appeared intact. Pmv performed functional testing: the trocar balloons and dissector balloons were inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information becomes available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic inguinal hernia repair procedure. Upon inserting the balloon, the plastic rod broke at the tip for two devices. The valve seal disengaged. The balloon trocar broke. There was no rapid loss of abdominal pressure due to the device issues. In order to resolve the issue and complete the case, a third balloon was used. There was no patient harm. The patient is alive, no injury.